Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments of power cord bay assembly damaged and printer not working and both the bay and the printer were replaced to resolve. Analysis further noted that the device booted to an error and therefore the micro processing unit was replaced as well as the hard drive reimaged and the software reloaded and updated. During the reimaging another error was generated and therefore the hard drive was replaced and reimaged and the software reloaded. Analysis also found that the system fan cable was damaged and the power supply was noisy and therefore both the fan and the power supply were replaced. (B)(4).

Event description:
It was reported that the programmer's printer was not working and that the power cord bay assembly was damaged. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.